Manufacturer narrative:
MDR reportable claim made on 10/10/2011 via legal channels and initial f/u conducted as a result of legal claims made by counsel.

Event description:
It was reported that the ventilator shut itself off and remained off for 3 minutes, 19 seconds. The ventilator failed to alarm. Reported that the ventilator "shut-down and restarted" at least 5 more times without alarming, suffocating child.